Event description:
It was reported that the user received an ¿unable to proceed¿ message while pressing and holding during a supply change after the pump delivered approximately 17 units, and the user¿s insulin in the prior cartridge was noted to be cloudy with white bubbles; after restarting the pump, performing a successful dry run without supplies, and replacing the cartridge with new insulin, the user completed the supply change and resumed insulin delivery, with glucose readings as high as 360 and trending down thereafter. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including connector and lot details, along with guided troubleshooting and education about meal dosing when insulin volume is insufficient. Investigation of this case revealed no findings available and insufficient information to attribute a device malfunction, with the problem characterized as insufficient information and the device component not specified beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.